Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation and unable to establish communication between her ipg and her patient programmer. The smj representative met with the patient and confirmed the issue. Based on the program settings provided, this issue is indication of premature battery depletion. Surgical intervention may take place at a later date to address this issue.